Event description:
Air in the treatment bag line was noticed after the treatment bag was completely empty. We were unable to clear the line or to trick the machine in order to return the blood from the return bag to the pt. The treatment was aborted and a manual return of the pt's blood was performed. Afterwards, the pt was treated on the xts instrument without an incident. We are currently awaiting a response from the MFR.